Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 564 mg/dl. Customer was out of breath. Customer treated with a manual injection. Customer called the paramedics. Customer has had 2 heart attacks since (B)(6) 2014. Customer was admitted to the hospital on (B)(6) 2014 due to hematoma/bipolar disorder/dependent edema. Customer stated that their blood glucose levels were not stable. Customer was admitted to the emergency room on (B)(6) 2015 with a blood glucose level of 554 mg/dl after 12 units of humalog. Customer was still in the hospital and waiting for treatment. Customer was off the pump for a week waiting for her order to come. Customer switched from mio to sure t. Customer does not think she did the infusion set change correctly. It was several hours where she did not get any insulin. The doctor stated that everything looks good except the customer has high blood pressure. Customer was discharged and was provided with a bag of fluids. No further assistance needed.